Event description:
On (B)(6): customer reports during patient procedure, fluoro failed. Physician completed the procedure using the endoscopy camera. Customer provided no patient or procedural information other than to say, patient is fine, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation summary, a medwatch 3500a supplemental report will be submitted.